Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said they are getting uti's and having difficult time with the catheters. Went over washing hands and cleaning area before cathing, sending samples for patient to try other catheters before placing ro. It's unclear if lot number was requested. It was unknown what medical intervention provided for urinary tract infection. No additional information provided.

Event description:
It was reported that pt said is getting uti's and having difficult time with the catheters - went over washing hands and cleaning area before using the catheter, sending samples for pt to try other catheters before placing ro. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention provided for urinary tract infection. Per customer via phone on 04nov2025, it was reported that she completely discontinued use of the product because the catheters were difficult to use. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.